Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Blood glucose level at the time of the incident was 400 mg/dl. Customer declined to troubleshoot for the event. It was reported that auto mode feature was active on the pump at the time of delivery. Customer stated that transfer guard was leaking at the reservoir barrel. Customer was advised to discontinue use of the insulin pump. The device will not be returned for analysis.